Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "when the doctor tried to insert the echo endoscope in the double swivel connector, it noticed that the diameter of the double swivel connector was too narrow. There was no consequence for the patient but we have damaged our endoscope". No patient injury or consequence reported. Patient condition reported as "fine".

Event description:
It was reported that: "when the doctor tried to insert the echo endoscope in the double swivel connector, it noticed that the diameter of the double swivel connector was too narrow. There was no consequence for the patient but we have damaged our endoscope". No patient injury or consequence reported. Patient condition reported as "fine".

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer sent back 20 representative samples for evaluation. A visual exam was performed and no defects were observed. The samples were then dimensionally inspected and all were found to be within specification. The manufacturing site reports "in current manufacturing procedure, incoming quality check (iqc) will conduct sampling gauge test before release the part item to production. In production, 100% visual inspection and leak testing at assembly area is conducted. Thus, any ineffective products will be culled out during this process. Therefore, it is very unlikely condition at the manufacturing area that the product having defect to be released for shipment." A device history record review was performed and no relevant findings were identified. The complaint could not be confirmed.